Manufacturer narrative:
At this time, this device has not been returned for analysis.

Event description:
Boston scientific received information that this pacemaker was explanted due to an infection and erosion.